Event description:
Jaws were locked on patient's colon and fired only about 3mm when it stopped suddenly. The emergency release button had to be used. We think it stopped prior to encountering any of patient's tissue. Non powered echelon 60 used to proceed with case. Manufacturer response for staple, implantable, powered echelon flex 60 powered, (per site reporter). Issued rga#, sent return kit. Replaced product.